Event description:
It was reported by the customer that the discharge button on the apex paddle of their lifepak 12 device was inoperative. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control provided customer with the hard paddle assembly part number for the repair of the device. The replaced paddle assembly will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.